Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service, alleging there was no response with the "ok" button from her onetouch ultralink meter. The reported issue first occurred sometime in 2009 at 4:30pm. The patient took her usual dose of diabetes medications (humalog, symlin, and levemir) approximately at the same time the button issue began. She denied developing any symptoms and did not report any other forms of treatment. No blood glucose tests were performed on any other devices at the time of concern. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the "ok" button issue was not resolved with troubleshooting. Replacement products were still sent to the patient.